Event description:
Received info of insulin leaking from the pt line of the cartridge. Reportedly, the customer developed a rash. Customer's health care provider indicated that the rash was due to the topical exposure to insulin. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.